Event description:
A customer contacted baxter's technical service center, regarding a system error (se) 2240 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in initial drain. It was unknown for how long the hc was in use before the problem was noted. The hp did answer the question from the service representative (tsr) that they had become separated from the cassette as they had pulled apart and reconnected themselves. The tsr explained the message to the home patient (hp) and hp was informed to start over using new supplies and contact their nurse and inform of this event. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.